Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient noted purulent discharge from the driveline exit site (B)(6) 2017 after dropping the system controller with resulting pull on the driveline. The patient developed a percutaneous lead (driveline) infection at the exit site. A culture taken was positive for pseudomonas aeruginosa. No other symptoms were reported. White blood count within normal limits. Oral doxycycline 100mg bid was initiated and the patient was transitioned 7 days later to oral ciprofloxacin 500mg bid. Discharge resolved 7 days after initiation of antibiotics. Ciprofloxacin reduced to 250mg bid (B)(6) 2017 with plan to continue therapy for 4 weeks. The patient was discharged. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.